Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette disconnected from the transfer set and experienced a leak. The patient was connected during the time of the event. This was observed during dwell four of four of peritoneal dialysis therapy. It was further reported that when they moved the transfer set disconnected from the patient line. The hp stated that they did properly tighten the connection before therapy started. Renal therapy services assisted with ending the therapy and recommended to contact the nurse. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.